Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing low blood glucose for the last several days, and moisture in the reservoir compartment noted. It was mentioned that the insulin pump was exposed to moisture in the past. No further information was provided.